Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race: unk. Date of event: unk. Implanted: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+1.5/047 (sphere/cylinder/axis), into the patient's left eye (os). The surgeon reports he wants to exchange the lens for a shorter one. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.